Event description:
It was reported that patient has been in pain and had x rays done which have revealed the rod inside his bone has snapped in half whilst inside his bone.

Manufacturer narrative:
Results of investigation: a sl-plus revision stem connected to a ceramic head and a pe insert were returned for evaluation. A distal fracture of the stem in the area of the laser marking is observed. No signs of bone growth could be visually detected on the stem. The exact batch number of the stem was not reported. Due to the fracture, only the marking ¿99x486¿ (where x indicates an unreadable digit) could be identified. After review of the production database it is assumed that the batch number of the returned device is 9904.13.0486. No deviations were identified in the production documentation reviewed for this batch. A material analysis using energy-dispersive x-ray spectroscopy (edx) was performed confirming that the material composition matches wrought titanium 6-aluminium 7-niobium alloy according to iso 5832-11. No other complaints have been reported for batch 9904.13.0486. Further material analysis showed that the fracture most probably initiated in the heat-affected zone of the laser marking. The fracture surfaces show secondary deformations. Macroscopic and microscopic fatigue striations can be detected on the surface free of secondary deformations. A residual fracture area could not be detected, indicating that the crack propagated by fatigue under low nominal stresses. Review of the provided medical information indicates that the implantation of the sl-plus revision stem was a primary hip replacement. X-rays dated 15 and 16 years after the implantation show the stem in varus position, potentially due to a too medial opening of the femoral canal. The tip of the stem is in contact with the lateral cortical bone and the cortical bone around the distal part of the stem is thickened which indicates cortical hypertrophy as a response to mechanical stresses arising at the distal bone-stem interface. There are radiolucent areas surrounding the stem, except for the distal part. This indicates that the stem was loose proximally and integrated distally, which presumably caused a cantilever-like loading of the stem. The investigation performed based on the received information indicates that the combination of two factors led to the distal fatigue fracture observed after 18 years in-vivo: the structural modification of the material caused by the laser marking combined with the flexural loading generated by an inadequate anchoring of the stem. A modification of the position of the laser marking was performed in 2001 in order to reduce the occurrence of similar issues. No further actions have been initiated.

Manufacturer narrative:
Results of investigation: a sl-plus revision stem connected to a ceramic head and a pe insert were returned for evaluation. A distal fracture of the stem in the area of the laser marking is observed. No signs of bone growth could be visually detected on the stem. The exact batch number of the stem was not reported. Due to the fracture, only the marking ¿99x486¿ (where x indicates an unreadable digit) could be identified. After review of the production database it is assumed that the batch number of the returned device is 9904.13.0486. No deviations were identified in the production documentation reviewed for this batch. A material analysis using energy dispersive x-ray spectroscopy (edx) was performed confirming that the material composition matches wrought titanium 6-aluminium 7-niobium alloy according to iso 5832-11. No other complaints have been reported for batch 9904.13.0486. Further material analysis indicates that the fracture initiated in the heat-affected zone of the laser marking. The fracture surfaces show secondary deformations. Macroscopic and microscopic fatigue striations can be detected on the surface free of secondary deformations. A residual fracture area could not be detected, indicating that the crack propagated by fatigue under low nominal stresses. Review of the provided medical information indicates that the implantation of the sl-plus revision stem was a primary hip replacement. X-rays dated 15 and 16 years after the implantation show the stem in varus position, potentially due to a too medial opening of the femoral canal. The tip of the stem is in contact with the lateral cortical bone and the cortical bone around the distal part of the stem is thickened which indicates cortical hypertrophy as a response to mechanical stresses arising at the distal bone-stem interface. There are radiolucent areas surrounding the stem, except for the distal part. This review of the available x-rays indicates that the stem was loose proximally and integrated distally, causing a cantilever-like loading of the stem. The investigation performed based on the received information indicates that some combination of two factors likely led to the distal fatigue fracture observed after 18 years in-vivo: the flexural loading generated by an inadequate anchoring of the stem and the heat effect caused by the laser marking. No further actions have been initiated.